Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 11/9/2020. H.6. Investigation: bd received 1 customer sample from each lot affected (0045093, 0045090, 9115856, and 9309955 except for lot 9261785.) The samples were inspected with no visible defects. A review of the process capability data for the additive dispense equipment used to manufacture the affected lots with the results being within specification limits. The device history records were reviewed with no issues being identified. There were no related quality notifications. All process and final inspections comply with specification requirements. Bd was unable to duplicate or confirm the customer¿s indicated failure mode. H3 other text : see h.10.

Event description:
It was reported that after use with bd microtainer® map microtube for automated process k2 edta 1.0 mg the samples are clotting. Patients are re-drawn. The following information was provided by the initial reporter: it was reported that the tubes is clotting. Additionally, on 2020-10-23 the bd tech provided the following additional information: I called and spoke with lab technical supervisor who said they're using #3603706 map tubes and more tan 50% are being sent for redraws due to clotting problems. The specimens are being drawn by a lab-trained phlebotomy team and multiple phlebotomists are experiencing clotting. She did not have the lot number, and didn't know if other lot numbers were available. We reviewed best practices (warming the heel, proper mixing) and I suggested patients with poor blood flow be initially mixed when about half of the microtainer had been collected and then remixed a 2nd time when the blood level reached the fill line.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. "Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 9115856, medical device expiration date: 2020-10-31, device manufacture date: 2019-04-25, medical device lot #: 9261785, medical device expiration date: 2021-03-31, device manufacture date: 2019-09-18, medical device lot #: 9309955, medical device expiration date: 2021-04-30, device manufacture date: 2019-11-05, medical device lot #: 0045090, medical device expiration date: 2021-08-31, device manufacture date: 2020-02-14, medical device lot #: 0045093, medical device expiration date: 2021-08-31, device manufacture date: 2020-02-14. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that after use with bd microtainer® map microtube for automated process k2 edta 1.0 mg the samples are clotting. Patients are re-drawn. The following information was provided by the initial reporter: it was reported that the tubes is clotting. Additionally, on 2020-10-23 the bd tech provided the following additional information: I called and spoke with lab technical supervisor who said they're using #3603706 map tubes and more tan 50% are being sent for redraws due to clotting problems. The specimens are being drawn by a lab-trained phlebotomy team and multiple phlebotomists are experiencing clotting. She did not have the lot number, and didn't know if other lot numbers were available. We reviewed best practices (warming the heel, proper mixing) and I suggested patients with poor blood flow be initially mixed when about half of the microtainer had been collected and then remixed a 2nd time when the blood level reached the fill line.